Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse, that the implantable cardiac monitor (icm) "stops recording" and was "not working at all". The icm remains in use. No patient complications have been reported as a result of this event.